Event description:
At the end of the davinci robotic procedure, the balloon port for the procedure was removed and after inspection by the scrub rn to confirm integrity of the balloon port, the sheath was noted to have a circumferential crack.======================manufacturer response for disposable, balloon port======================no comments.